Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported tha patient was revised due to a periprosthetic femoral fracture.

Manufacturer narrative:
An event reporting periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: no medical records were received for review by a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including medical records, operative reports, x-rays and the return of the device are needed to fully investigate the event. If further information becomes available and/or if the product is returned, this investigation will be re-opened.

Event description:
It was reported tha patient was revised due to a periprosthetic femoral fracture.